Manufacturer narrative:
Device evaluated by manufacturer: after visual inspection, device is stuck inside a sterling catheter and presents the body bent. The device presents: two kinks at 54.5cm and at 56.5cm from the proximal end, and two bent on the distal end at 296.3cm and at 299cm. The wire was received stuck into the catheter. Measurements taken were according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2013-00258. It was reported that during a percutaneous transluminal angioplasty procedure, withdrawal difficulty occurred. The lesion was located in the patient's left distal superficial femoral artery. They had trouble advancing the 300cm, 8cm v-18 poly tip guidewire, but were able to get the guidewire in place. They tracked a 6.0 x 100/135 sterling balloon catheter over the guidewire and inflated the balloon. Upon deflation, the balloon became stuck on the wire requiring them to pull the balloon and guidewire out. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #2134265-2013-00258. It was reported that during a percutaneous transluminal angioplasty procedure, withdrawal difficulty occurred. The lesion was located in the patient's left distal superficial femoral artery. They had trouble advancing the 300cm, 8cm v-18 poly tip guidewire, but were able to get the guidewire in place. They tracked a 6.0 x 100/135 sterling balloon catheter over the guidewire and inflated the balloon. Upon deflation, the balloon became stuck on the wire requiring them to pull the balloon and guidewire out. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.